Manufacturer narrative:
D2a: common device name: catheter, urological. E.1: complainant first name: (B)(6). Complainant street address: (B)(6). Complainant city: (B)(6). Complainant phone: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
End user reports "the ultra14 caused her urethral irritation and a uti". She states she used a multiple catheters for a "few weeks" from multiple market units, unknown lots. She is not new to cathing, caths 8-9 x a day for retention. Since using the ultra14, she states she "found that they were difficult to remove from her bladder. They went in easy in urethra but when she pulled out the catheter she felt like it was pulling on the inside of her urethra, thought it may be due to the different lube it had. This was something she never experienced with her bard magic 3 go hydrophilic catheters. She said it would be a struggle to get them out "they felt stuck". This struggle would cause irritation in her urethra which she said lead up to a uti. She said she hasn't had a uti in a long while since beginning cathing but she used to have them often prior to cathing. She thinks these catheters attributed to her uti. She said she knew she had a uti as she felt urgency, frequency with not much urine coming out, and pain. She went to urgent care and urine testing with done and it was deemed she had a uti. She was prescribed antibiotics (unknown name), probiotics and pyridum. She always makes sure to wash her hands prior to cathing, she makes sure to keep catheter sterile prior to insertion and wipes her urethra with a cleansing wipe. She said she is much better now done with her antibiotics. She has no allergies she is aware of to any ingredients in lubricants."